Manufacturer narrative:
As reported, optifix straight deployed broken fastener. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This event remains the only complaint to be reported to date, for this manufacturing lot of 515 units released for distribution in jan 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this supplemental MDR is submitted to report the photo evaluation results. Review of the photos provided finds for the presence of two loose fasteners in which one of the fastener may be broken but the image was blurry and not clear. The subject device was not returned for evaluation. Based on the photo evaluation, there is no change to the initial determination, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure the optifix fixation device was unable to fire the fasteners. It was reported that the trigger was damaged and had to be unlocked manually. It was reported that the fastener did not fixate into the cooper's ligament and deployed broken fasteners. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This event remains the only complaint to be reported to date, for this manufacturing lot of (B)(4)units released for distribution in jan 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure the optifix fixation device was unable to fire the fasteners. It was reported that the trigger was damaged and had to be unlocked manually. It was reported that the fastener did not fixate into the cooper's ligament and deployed broken fasteners. There was no reported patient injury.